Manufacturer narrative:
Concomitant medical products: metasul ldh , head, 52, code r, taper 18/20, catalog #: 0100181520, lot #: unknown; metasul ldh, head adapter, s, -4, taper 12/14-18/20, catalog #: 0100185145, lot #: unknown; therapy date : unknown. The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
Patient is scheduled for a revision surgery due to unknown reasons.

Event description:
Patient underwent revision surgery due to metallosis and trunnionosis.

Manufacturer narrative:
Additional information was received on june 29, 2018. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).